Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. B3: estimated date.

Event description:
As reported to coloplast, though not verified: the patient had restorelle polypropylene mesh implanted in 2018. Reportedly, following implantation the patient had constipation and severe groin / abdominal pain. In 2022 a diagnostic/ exploratory laparoscopy was performed with lysis of adhesions and small bowel resection under general anesthesia. The small bowel was trapped under mesh at vaginal cuff to sacral promontory. 20cm of compromised distal small bowel was resected. In 2023, the patient had recurrent vaginal wall prolapse with cystocele and states the mesh is still stuck in her pelvis and was not removed completely.

Manufacturer narrative:
Correction: h6 health effect clinical codes anxiety and depression inadvertently missed off previous report.

Manufacturer narrative:
This complaint was investigated to the extent information was provided to coloplast. Due to the nature of this complaint and the device not being returned for evaluation a thorough investigation could not be executed. Complaints of this nature are monitored and captured within the product risk documentation. No further action or corrective action is required at this time.

Event description:
As additionally reported to coloplast, though not verified, the patient with the device also experienced nausea, burning at opening of vagina, a small area of wound separation at perineal body on exam, constant gi distress, extreme pain, reduced social activities, depression and anxiety.

Manufacturer narrative:
This complaint was investigated to the extent information was provided to coloplast. Due to the legal nature of this complaint and the device not being returned for evaluation a thorough investigation could not be executed. Should additional information become available, a supplemental report will be filed. Complaints of this nature are monitored and captured within the product risk documentation excluding nausea, depression, and anxiety. Causality and severity for nausea, depression and anxiety could not be efficiently assessed in this case due to the lack of information (course of events, specific treatment, patient status). At this stage, restorelle seems to have an unlikely causal relationship to ¿nausea¿. There are no clinical studies, literature or state of the art data to support causal relationship. Causality and severity could not be efficiently assessed in this case due to the lack of information. At this stage, depression and anxiety seem to have an unlikely causal relationship to the device. No further action or corrective action is required at this time. Correction: h6: e1020, e020202 and e020201 removed.

Event description:
As additionally reported to coloplast, though not verified, the patient with the device also experienced mesh exposure, protrusion and erosion, bleeding, cramping, irregular discharge, dyspareunia, urinary urgency problems, permanent disfigurement and required surgical intervention and/or additional procedures to address.